Manufacturer narrative:
The device was not returned for examination. Based on the provided product/lot combination the root cause is attributed to design. The root cause of the neck fracture is the etching located on the neck. The associated lots were recalled from distribution and future production no longer etched in the neck area. Additional corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision surgery performed due to a corail neck fracture (etched on neck).